Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00418: case 1, 3025141-2019-00420: case 3, 3025141-2019-00421: case 4, 3025141-2019-00422: case 5, 3025141-2019-00423: case 6.

Event description:
Article: internal fixation of proximal humeral fractures using the polarus intramedullary nail: out institutional experience and review of the literature, giannoudis, peter v.; xypnitos, fragiskos n.; dimitriou, rozalia; manidakis, nick; hackney, roger; journal of orthopaedic surgery and research 2012, 7:39. Case 2: patient experienced superficial wound infection following implantation of a polarus humeral rod that was treated successfully with local wound care and oral antibiotics.